Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: during investigation, the battery compartment was found to be cracked. There was no moisture observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. A new test battery cap was able to fit and maintain electrical connection. A test battery cap was used to complete a 24 hours duration test. There were no reboots duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. (B)(4).